Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a hemodialysis (hd) treatment that the transducers of the combiset were not working properly. The venus chamber and arterial chamber are getting air in through the transducer lines. The nurse stated this patient was in treatment utilizing the combiset bloodline when the machine alarmed three times for the arterial pressure too low. The nurse decided to stop the machine and change out the transducer. The transducer had blood going into it. They decided to use the larger transducer and not the one that comes on the 03-2522-1 combiset. As soon as they changed it out, the treatment was fine and there were no additional issues. The patient did not require any medical intervention. The patient completed their treatment. No further information was provided related to this event. The sample product is not available to return.